Event description:
Housekeeper was stuck by a needle that protruded through a small slit on the top cover near the handle when she was handling the filled sag 4836tr sharps container to be transferred for disposal. She was in the process of laying the container down when the needle stick occurred and it was not clear whether the needle was already sticking out when she went to pick up the container by the handle or whether it happened as she went to lay the container down from an upright position in order to make it fit in a cardboard box for final disposal.